Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A16527 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, vaginal bleeding, menorrhagia, uterine ablation, uterine bleeding, incontinence, urinary frequency, hemorrhoids, hypertension and uterine fibroids. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included hypertension, scoliosis, gerd and obesity. Concomitant products included bisoprolol, norethisterone acetate (norethindrone acetate), nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In november 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: plaintiff did not undergo essure confirmation test . The delivery wire was disengaged and there were 2 trailing coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on an unknown date: a. Uterus, cervix and fallopian tubes subserosal leiomyorna. Mild chronic inflammation and squamous metaplasia, cervix. Disordered proliferative endometrium. Intramural leiomyomata unremarkable fallopian tubes. B. Uterine fibroid: leiomyoma specimen source: a. Uterus, cervix, tubes b. Uterine fibroid.. Ultrasound abdomen - on an unknown date: enlarged multi-fibroid uterus with the largest fibroid occupying the entire fundus and measuring approximately 8.4 cm in size. 2. Findings consistent with a 2.9 cm hemorrhagic right ovarian follicle. Small amount of adjacent free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , endometrial ablation , dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure (batch no. A16527 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, vaginal bleeding, menorrhagia, uterine ablation, uterine bleeding, incontinence, urinary frequency, hemorrhoids, hypertension and uterine fibroids. Essure confirmation test conducted - unknown. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included hypertension, scoliosis, gerd and obesity. Concomitant products included bisoprolol, norethisterone acetate (norethindrone acetate), nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal/ vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominai pain"), urinary tract disorder ("patient claiming bladder/urinary problems: urinary problem") and vaginal discharge ("vaginal . Discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal infection, abdominal pain, urinary tract disorder and vaginal discharge had resolved and the vaginal haemorrhage, depression, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: plaintiff did not undergo essure confirmation test . The delivery wire was disengaged and there were 2 trailing coils visualized. The plantiff received treatment for abdominal pain, pelvic pain, genital haemorrhage, menorrhagia, urinary tract disorder, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on an unknown date: a. Uterus, cervix and fallopian tubes ¿ subserosal leiomyorna. ¿ mild chronic inflammation and squamous metaplasia, cervix. ¿ disordered proliferative endometrium. ¿ intramural leiomyomata ¿ unremarkable fallopian tubes. B. Uterine fibroid: ¿ leiomyoma specimen source: a. Uterus, cervix, tubes b. Uterine fibroid.. Ultrasound abdomen - on an unknown date: enlarged multi-fibroid uterus with the largest fibroid occupying the entire fundus and measuring approximately 8.4 cm in size. 2. Findings consistent with a 2.9 cm hemorrhagic right ovarian follicle. Small amount of adjacent free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , endometrial ablation , dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events added- abdominal pain, genital haemorrhage, urinary tract disorder, vaginal discharge. Verbatim ¿psych injury¿ clubbed with events ¿anxiety, depression¿. Outcome of events ¿abdominal pain, pelvic pain, menorrhagia, genital haemorrhage, urinary tract disorder, vaginal discharge, vaginal infection¿ updated to ¿recovered / resolved¿. Reporter information updated. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A16527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, vaginal bleeding, menorrhagia, uterine ablation, uterine bleeding, incontinence, urinary frequency, hemorrhoids, hypertension and uterine fibroids. Previously administered products included for an unreported indication: norethindrone. Concurrent conditions included hypertension, scoliosis and gerd. Concomitant products included bisoprolol, norethisterone acetate (norethindrone acetate), nsaids, oxycodone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: plaintiff did not undergo essure confirmation test . The delivery wire was disengaged and there were 2 trailing coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on an unknown date: a. Uterus, cervix and fallopian tubes subserosal leiomyoma. Mild chronic inflammation and squamous metaplasia, cervix. Disordered proliferative endometrium. Intramural leiomyomata. Unremarkable fallopian tubes. B. Uterine fibroid: leiomyoma. Specimen source: uterus, cervix, tubes. Uterine fibroid. Ultrasound abdomen - on an unknown date: enlarged multi-fibroid uterus with the largest fibroid occupying the entire fundus and measuring approximately 8.4 cm in size. Findings consistent with a 2.9 cm hemorrhagic right ovarian follicle. Small amount of adjacent free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , endometrial ablation , dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. New events: abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal): vaginal; depression ,mental anguish , dysmenorrhea (cramping); fatigue; weight gain were added. Event outcome were updated: pain. Medical history , lab data , concomitant drug, historical drug, were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.